Event description:
It was reported to boston scientific corporation that a resolution ii hemostasis clipping device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, an ampullectomy was performed to facilitate the ercp. Following the ampullectomy, the resolution ii clip was used to successfully grasp the target tissue, but difficulties were encountered in deploying it from the delivery catheter. The scope was deflected back and forth but the clip still would not release, thereby exacerbating the bleeding at the patient's ampulla. The clip eventually released from the catheter and fell off into the patient, where it was left to pass naturally. The procedure was then aborted and the patient was sent for a CT scan, which determined that the patient had been perforated. The location of the perforation was reported to be the same as that of the clipping site, and a nurse present in the procedure believed the perforation to have been caused directly by the clip. The patient underwent surgery for the perforation on (B)(6) 2011 and remained in the hospital for about one week. Those present in the procedure alleged no malfunctions of the bsc tome and stent used during this procedure. The patient's condition following the second surgery was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution ii hemostasis clipping device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, an ampullectomy was performed to facilitate the ercp. Following the ampullectomy, the resolution ii clip was used to successfully grasp the target tissue, but difficulties were encountered in deploying it from the delivery catheter. The scope was deflected back and forth but the clip still would not release, thereby exacerbating the bleeding at the patient's ampulla. The clip eventually released from the catheter and fell off into the patient, where it was left to pass naturally. The procedure was then aborted and the patient was sent for a CT scan, which determined that the patient had been perforated. The location of the perforation was reported to be the same as that of the clipping site, and a nurse present in the procedure believed the perforation to have been caused directly by the clip. The patient underwent surgery for the perforation on (B)(6) 2011 and remained in the hospital for about one week. Those present in the procedure alleged no malfunctions of the bsc tome and stent used during this procedure. The patient's condition following the second surgery was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). A visual evaluation of the returned device found that the bushing was severely damaged. The clip assembly was deployed and not returned. Additionally, the mini-sheath was severely damaged with imprints and tears by the bushing arms. The handle was locked and no damaged was noticed. The complaint that the clip was difficult to release from the delivery catheter was not confirmed through analysis of the returned device. The observed device damage would have caused difficulty with deployment. Based on the evaluation, the damage likely occurred due to the device having been advanced over the raised duodenoscope elevator; therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution ii hemostasis clipping device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, an ampullectomy was performed to facilitate the ercp. Following the ampullectomy, the resolution ii clip was used to successfully grasp the target tissue, but difficulties were encountered in deploying it from the delivery catheter. The scope was deflected back and forth but the clip still would not release, thereby exacerbating the bleeding at the patient's ampulla. The clip eventually released from the catheter and fell off into the patient, where it was left to pass naturally. The procedure was then aborted and the patient was sent for a CT scan, which determined that the patient had been perforated. The location of the perforation was reported to be the same as that of the clipping site, and a nurse present in the procedure believed the perforation to have been caused directly by the clip. The patient underwent surgery for the perforation on (B)(6), 2011 and remained in the hospital for about one week. Those present in the procedure alleged no malfunctions of the bsc tome and stent used during this procedure. The patient's condition following the second surgery was reported to be fine.